Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that while a patient was activating a pod the cannula did not deploy in addition it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was not worn. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism that would cause the needle and cannula to not deploy. The device data indicated the device operated correctly and was deactivated at 56 pulses. The cause of the reported event could not be determined.